Event description:
Related manufacturer report number: 2017865-2023-18569. Related manufacturer report number: 2017865-2023-18571. Related manufacturer report number: 2017865-2023-18572. It was reported that the patient presented in clinic for a follow-up. Upon investigation, it was noted that the patient's pocket was infected with drainage, swelling and redness. The pacemaker, atrial lead, right ventricular lead, and left ventricular lead were explanted. The patient was in stable condition.